Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. There was no lot number so not DHR could be preformed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) blood had hemolysis sample quality. No serious injury or medical intervention.